Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible shock due to atrial fibrillation (af) with rapid ventricular response. It was noted the device was in mode switch prior to detection and the initial detection was withheld by atrial fibrillation (af)/atrial flutter. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.